Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 450 mg/dl. The customer mention inserting infusion sets and they would start bleeding right away and it would sting. The customer states not blousing and forgot to change set and started to experience high blood glucose levels. Notes do not mention if customer declined to trouble shoot for high blood glucose levels. Customer was advised to change the infusion set and monitor blood glucose levels. Customer will be shipped replacement for the infusion sets. The product was not returned for analysis.